Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345. Service evaluation did not confirm the system error 345. However, when the unit was tested with a loaded set to monitor temperature, evaluation found causality as the upstream thermistor was out of specification and failed attempted calibration. The ultrasonic sensor was replaced to correct this issue. A review of the service history found that the device had been previously serviced for a system error 345 and the cause was determined to be the force sensor which was replaced. All service actions were completed during prior servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.